Manufacturer narrative:
*Additional information received: it was confirmed that the he hydrophilic coating was activated according to the instructions for use. There was no damage noted to the device or device packaging prior to unboxing. The captivia was not replaced as there was no other similar device available. It was stated that an endurant device was placed in the abdominal area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis pre-decontamination tactile test with wet cloves confirmed coating presence along the entire length of the device. The device returned with the external slider and the tip capture release handle were in the home position. A severe kink was visible on the graft cover over the stent graft. Deformation was visible to the proximal graft cover. A slight gap was visible between the graft cover and taper tip. The taper tip was curved with longitudinal scratch visible on the surface. The distal end of the taper tip was deformed. The reported coating issue could not be confirmed through analysis; however, the reported positioning difficulties were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 45mm thoracic aortic aneurysm. It was reported during the index procedure, that the hydrophilic coating was not performing as effectively as expected during the usual preparation. Despite this, the procedure was initiated. A little resistance was felt during access, and the device successfully passed. However, the device could not be advanced beyond the chest¿s target anastomotic region and could not be repositioned. Due to this the device was withdrawn. Per the physician the cause was advancement issues and coating issue was not determined. No additional clinical sequelae were provided, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.